Event description:
Report received from baxter states overinfusion occurred in which 120ml of solution was delivered epidurally in 30 hours. Device contained fentaly citrate, ropivacaine hydrochloride hydrate and normal saline for a total fill volume of 120ml. Reporter states no patient injury resulted and no medical intervention was required.